Event description:
As reported by the (B)(6) during index procedure the patient had a transient ischemic attack (tia) after stent deployment. Onset was sudden. The patient experienced aphasia and reflex change. It resolved fairly well by the time the patient left the operating room. The total duration was between 5 and 10 minutes. Pre-procedure nih stroke scale score was 1 and rankin score was 1. Carotid artery stenting (cas) was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length with an unknown reference diameter. The arch ii eccentric lesion had no documented calcification or tortuosity. A 5mm basket angioguard embolic protection device was inserted under fluoroscopic guidance without difficulty and placed in the petrous portion of the temporal bone segment of the internal carotid artery. At this time there was fairly good flow through there nor restriction by the filter. A 6x40mm precise pro rx stent was then positioned and deployed. Shortly after this, the patient had quite a bit of coughing and seemed slightly agitated. There was a decline in the patient¿s ability to squeeze the toy in her right hand, which previously had no difficulty with. An angiogram was performed and found there was quite a bit of material inside the stent limiting flow there. No embolic material beyond the filter was observed on the cerebral views. The stent was first treated briefly with a 4x30mm angioplasty balloon to iron out the stent. Following that, an export catheter was inserted and aspiration from the internal carotid artery was performed. Quite a bit of material was seen and aspiration was conducted several times until no additional material was retrieved. The filter was then recaptured and removed. The 6f non-cordis sheath was aspirated on both before and after removal of the filter. Debris was found in the filter basket as well. Substantial improvement in the flow was observed.

Manufacturer narrative:
There was some mild residual in the common carotid artery, but no additional treatment was provided. The patient¿s symptoms began to improve after the filter was removed. The patient first began to move her right leg and then was able to move the upper part of her right arm. Gradually she was able to move her fingers as well. She never lost any verbal ability and never lost any consciousness. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The event was related to the index procedure and unrelated to the cordis device. As per the discharge note, the patient had physical therapy, occupational therapy, and speech therapy during her hospital stay. Anticoagulation was started after the procedure. The patient was discharged approximately six days following the index procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00818 and 1016427-2013-00152. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included clopidogrel. Concomitant devices: 6x40mm precise pro rx stent, jindo wire, 6f terumo sheath.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00818 & 1016427-2013-00152. Complaint conclusion: as reported by the sapphire registry during index procedure the patient had a cerebrovascular accident (cva) after stent deployment. Onset was sudden. The patient experienced expressive aphasia and reflex change. It resolved fairly well by the time the patient left the operating room. The total duration was between 5 and 10 minutes. Pre-procedure nih stroke scale score was 1 and rankin score was 1. Carotid artery stenting (cas) was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length with an unknown reference diameter. The arch ii eccentric lesion had no documented calcification or tortuosity. A 5mm basket angioguard embolic protection device was inserted under fluoroscopic guidance without difficulty and placed in the petrous portion of the temporal bone segment of the internal carotid artery. At this time there was fairly good flow through there nor restriction by the filter. A 6x40mm precise pro rx stent was then positioned and deployed. Shortly after this, the patient had quite a bit of coughing and seemed slightly agitated. There was a decline in the patient¿s ability to squeeze the toy in her right hand, which previously had no difficulty with. An angiogram was performed and found there was quite a bit of material inside the stent limiting flow there. No embolic material beyond the filter was observed on the cerebral views. The stent was first treated briefly with a 4x30mm angioplasty balloon to iron out the stent. Following that, an export catheter was inserted and aspiration from the internal carotid artery was performed. Quite a bit of material was seen and aspiration was conducted several times until no additional material was retrieved. The filter was then recaptured and removed. The 6f non-cordis sheath was aspirated on both before and after removal of the filter. Debris was found in the filter basket as well. Substantial improvement in the flow was observed. There was some mild residual in the common carotid artery, but no additional treatment was provided. The patient¿s symptoms began to improve after the filter was removed. The patient first began to move her right leg and then was able to move the upper part of her right arm. Gradually she was able to move her fingers as well. She never lost any verbal ability and never lost any consciousness. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The event was related to the index procedure and unrelated to the cordis device. As per the discharge note, the patient had physical therapy, occupational therapy, and speech therapy during her hospital stay. Anticoagulation was started after the procedure. The aphasia somewhat improved but she is still having some difficulty. Her right sided weakness improved but she is still somewhat unsteady on her feet. Since she previously lived independently it was thought that skilled nursing facility (snf) would benefit her before going home. The patient was discharged approximately six days following the index procedure. The (B)(6) female patient has a medical history of a stroke, tia, prior right carotid endarterectomy, hyperlipidemia, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication), and significant cardiopulmonary issues. High-risk criteria includes previous cea recurrent stenosis and knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized and bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: 1) symptomatic on both sides with >/= 50% stenosis, or 2) asymptomatic on both sides with >/= 80% stenosis, or 3) symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. (B)(4). Cerebrovascular accident (cva) a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Review of the information suggests that patient (extensive medical history), vessel and procedural factors may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Addendum (16-dec-2013): additional information was received indicating that the patient had a discharge diagnosis of post carotid stent cerebrovascular accident (cva) and expressive aphasia. The aphasia somewhat improved but she is still having some difficulty. Her right sided weakness improved but she is still somewhat unsteady on her feet. Since she previously lived independently, it was thought that skilled nursing facility (snf) would benefit her before going home. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00818 & 1016427-2013-00152. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).